Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that fridge cannot open. Field service engineer confirmed that issue was resolved by customer through the execution of a proper system shutdown followed by a system reboot. The system functioned as intended after the field service engineer serviced the device.

Event description:
It was reported by the customer that a pyxis medstation es system fridge cannot open, which caused delay in dispensing the medication. There were no adverse events or injuries reported based on this event.